Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from (B)(6): "pump used in epidural continuous mode bolus only program, bags of fluid were noted to be running out before due according to the vtbi. Pump sent to biomedical engineering at fmc. Biomedical engineer tested pump, was found to be delivering 10.7mls when programmed to deliver 10mls. As this is outside the specification of +/- 2.5 or 5% biomed notified me. Patient delivered more of drug than programmed. Delay in therapy: unknown. Need for medical intervention: unknown. Patient involvement: yes. Death / serious injury: no. Human harm: no." Additional information was received on jan.29th, 2016: " what were the treatment settings?epidural bolus only programa) what was the pressure (occlusion) sensor setting (0.4-1.2 bar)?17.4 psib) administration set used (type and lot number):epidural set- unknown lot number) what catheter was used (size of catheter, type, catalog number, manufacturer, etc.?)c) unknown) priming method (manual / with pump):e) with pump) what volume was used for prime?g) about 7mls) what was the initial bag volume?100mls) is the vtbi different? 90 mlsc). What is the deviation between the programed vtbi and the actual volume left? D) bag ran out before pump had recorded delivery of 90 mls2. Was the pump placed in a backpack during the treatment? No." Following an internal audit, q core changed the official awareness date to the awareness date of the q core's distributor. Due to that change few of the events that were intended to be submitted within 30 days, to meet regulatory requirements, reporting time was shortened just prior to the end of the 30 days countdown causing a violation.